Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that it was noted that there was little to no expansion of the rod and the rod became so prominent it appeared it was going to pop out of the skin. The hardware had become prominent, which caused skin tenting and was blanching the patient's skin in the back region. Additionally, the patient began experiencing increased laxity in their hands and wrist. The patient was experiencing pain in the midback and their skin had become opaque. The most inferior l4 pedicle screw attached to the rod demonstrated increased peri hardware lucency and appeared to be slightly backed out. There was heterotropic ossification partially surrounding the right rod from t8 to t12 with greater than 180 degree involvement around the t9 to t11 level. Degenerative changes in the facets without osseous fusion of l3-l4 and osseous fusion of the bilateral l2-l3 facets were noted. The patient was found to have rod pull out proximally and poor lung function. The proximal screws in the rod had little to no purchase and the patient's spine had autofused from t4 all the way up to the c7 level. The patient's proximal screws were approximately 50% pulled out and had pedicle purchase. The patient underwent a revision surgery to replace the rods. There were no intraoperative complications. No additional information is available. This is report 1 of 2 for this event/patient.